Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable as this event was due to loosening of the glenoid and subluxation; therefore, the stem sub-form is not required for this complaint. There have been no reported allegations or revisions on the stem; therefore, the initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned [retained by hospital] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03934, 0001822565-2017-03940 and 0001822565-2017-03941.

Event description:
It was reported that the patient underwent a shoulder arthroplasty revision due to unknown reasons approximately 18-19 years post-implantation. The stem, head and glenoid were removed and a spacer was implanted. Attempts have been made and additional information on the reported event is unavailable at this time.